Event description:
Per operative note:...a starting awl was placed at the middle phalanx in the central aspect slightly dorsal. There was hard, thick and cortical bone. Therefore, a swanson bur was used. A high-speed bur to bur was used to create a starting point. The tip of the burr did break off down the medullary canal of the middle phalanx and was not retrievable. After creating a starting point, the awl was used in order to create room for our broach. We then sequentially broached up to a size 20 to match our proximal phalanx. The broach seated nicely, and it also fit tightly down the medullary canal of the middle phalanx cortex. This was checked under fluoroscopy while performing the broaching. The broach was central down the medullary canal, and it was a tight fit. It was felt that this was appropriate size for our arthroplasty. The area was then copiously irrigated, our outer gloves were changed, and all towel lint removed from the hand table. The area was once again irrigated...